Event description:
Revision surgery - broken stem on tibial poly due to patient wear.

Manufacturer narrative:
Very limited information received. Encore will continue trying to obtain the missing information, and a follow-up report will be submitted.